Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regr2611 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "powerglide catheter was placed in patient's arm and when it was removed, the catheter broke in the patient and 3cm remains in patient." Additional information received: were all the missing/broken pieces retrieved and accounted for? Broken product was discarded by nursing staff, and the portion that broke off in the patient was not retrieved as the patient expired and additional surgery was not performed. What type of imaging was used to verify broken piece in patient? There were no images taken of the broken piece, only an observation by the attending physician when the catheter was removed during insertion. What type of catheter securement was utilized? No securement device was used as the catheter broke during insertion and was not set. Did the patient have surgery to remove broken piece? No.